Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient developed an infection at the pump site, cellulitis, and arrhythmia. The pump was subsequently explanted.